Event description:
Information was received indicating that a smiths medical cadd administration set could only be primed about 4ml. It was also reported that, alarm was set off on the pump. No patient consequences were reported. No adverse effects were reported.